Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use on a patient, the device started to discharge smoke. The user facility reported seeing smoke coming from the back of the machine. No adverse effects to patient or users reported as a result of the reported device issue.

Manufacturer narrative:
A used level 1® h-1000 fast flow fluid warmer was returned for investigation. The returned device was fitted with a disposable IV warming set and the water reservoir was filled with water for testing. When the device was powered on, a burnt smell was noted near the air compressor component. During testing, no smoke was observed. After 15 minutes of run time, water was seen pooling at top of the reservoir near the float switch, then water ran down wiring and was seen on top of compressor. Further examination showed evidence of melted plastic at the auxiliary outlet (within device housing). The damage seen at this area suggests a fluid leak path developed and resulted in shorting of an electrical circuit. This issue could have caused smoke as reported. Investigation determined that the root cause of the reported issue was due to the design of the device. The device was repaired and calibrated. (B)(4).